Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0211351934, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that following the implant procedure it was found that the patient "has control the system due to poor system control." As a result a test was taken which showed that the electrode resistance was high, with the patient having their voice "more light" and waist pain, with them also unable to lift their leg. It is unknown what troubleshooting was performed related to the event, or what the root cause/device relatedness of the issue was. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the high impedance and symptoms resolved. It was also clarified that ¿irritator¿ failure meant stimulator failure.

Manufacturer narrative:
Product ID: 388928, lot#: 0211351934, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer¿s family reported that after a consumer¿s surgery, the doctors found that the electrode resistance was too high leading to ¿irritator¿ failure. It was noted that the implantable neurostimulator was replaced and a new electrode and kit to complete the operation. No symptoms were reported.